Event description:
Hill-rom received a report from the account stating that the stitching at the leg loop overlap section has frayed and unraveled on a silhouette mod 22. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The technician found the stitching at the leg loop overlap section was frayed and unraveled on a silhouette mod 22. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this sling. It is unknown if the facility performs preventative maintenance on their slings. The technician replaced the sling to resolve the issue. No further information is available at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.